Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that after inserting the angio-seal bypass tube into the angio-seal delivery sheath valve the physician tried to advance the angio-seal device, however, the collagen portion would not advance past the valve. The angio-seal sheath was removed and then they held manual pressure to achieve hemostasis of the common femoral artery. The patient condition was good. The procedure outcome was a success. Additional information was received on 30oct2019. The procedure performed prior to the use of the angio-seal device was a chemo embolization. The patient was stable.